Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found indications of one 4ml dose testing was performed prior to the pumps return to smiths medical. Delivery accuracy and simulated use testing were performed. The customer's concern regarding failed calibration was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Upon power up of the pump, the pump alarms for service due. The clock record indicates clock days are past specification. The pump clock battery will be replaced as service maintenance. The problem source of the reported problem is unknown.